Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 539 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.